Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump has no button error alarm noted during testing. Unit had unresponsive act button due to unlocked keypad connector. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had cracked lcd window, cracked battery tube threads, cracked case at display window corners. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button stopped working after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported crack on the insulin pump battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Updated aware date.